Event description:
The hospital reported during an saphenous vein harvesting procedure using vasoview hemopro 2, tip of cutter became red hot with no actuation and started a small fire on lap and burned the patient's leg with a wound 1.5 inches long by 0.5 on the left inner thigh above the knee. The bisector also burned a hole in the drape. Fire was put out with water and another product was used to complete case. Case was completed with another h2. I was told not delay in case. Photos were provided; there is evidence of burnt tissue in the trash.

Manufacturer narrative:
(B)(4). Updated sections: b4, b5, d9, g3, g6, h2, h3, h6, h11. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Manufacturer narrative:
Trackwise- (B)(4). The device was not returned to maquet cardiac surgery for investigation; however, photographs were provided by the account. A photographic evaluation was conducted. Evidence of blood was observed on the drapes. It's difficult to determine if there are any defects to the jaws of the harvesting tool, based on the quality of the image. Photographs of clinical drapes were observed to be burnt in various places. Based on the non-return of the device as well as the photographic evaluation, it is not possible to confirm the reported failures "self- activation" and "fire". However, the reporting facility indicated that the defective device will not be returned for evaluation. With the device not being returned for evaluation, the reported failure modes were unable to be confirmed. The lot # 3000411719 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failures or the analyzed failures.

Event description:
N/a.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported during an endoscopic vein harvesting procedure using vasoview hemopro 2, tip of cutter became red hot with no actuation and started a small fire on lap. Fire was put out with water and another product was used to complete case. 1 inch burn on patient leg above knee was seen after event in area of tract. Case was completed with another h2. I was told not delay in case. Photos were provided, there is evidence of burnt tissue in the trash.